Event description:
Patient's blood glucose measured 226 mg/dl, while using the suspect device. Reporter indicated that patient "went into a reaction" and emergency medical services were summoned on her behalf (time delay between blood glucose result of 226 mg/dl and "reaction" was not provided). Reporter stated that patient was transported to the hospital, where her blood glucose measured 20 mg/dl. Patient was reportedly treated with intravenous fluids (contents not provided), and given an electrocardiogram. Three hours after arriving at the hospital, patient's blood glucose reportedly measured 126 mg/dl (on a hospital blood glucose monitor). No additional details of patient's diagnosis, treatment, or duration of hospitalization, were provided. Patient's current condition: stable. Technical support requested the return of the suspect product and replacement product was shipped.